Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "risk factors for pulmonary infection after diagnostic bronchoscopy in patients with lung cancer". The literature reported the results of a study based on the medical records of 636 consecutive patients who underwent bronchoscopic forceps biopsy or needle aspiration for the diagnosis or nodal staging of lung cancer using olympus flexible bronchoscopes (bf-p260, bf-1t260, bf-6c260, bf-q290, and bf-uc260fw) between april, 2011 and march, 2016. During the study period, 19 patients developed pulmonary infectious complications (pneumonia in 16 patients and lung abscess in 3 patients). As a result of the complications, no death occurred and all 19 patients recovered with the given treatment. Based on the available information, a direct relationship between the devices and the observed adverse events could not be determined. Olympus could not identify what bronchovideoscope of bf-p260, bf-1t260, bf-6c260, bf-q290, and bf-uc260fw) was used on each patient. Omsc is submitting 19 medical device reports (MDR) corresponding to on the number of the patients. This report is 2 of 19 reports.